Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the patient was moved to another room. It was reported to philips that the system¿s flexvision monitor was unable to display the live image. During troubleshooting, the philips remote service engineer (rse) accessed the system remotely and determined that the table-side boom was not displaying the live image, although the control room feed was functioning properly. The rse then requested on-site support. The philips field service engineer (fse) evaluated the system on-site and confirmed that the flexvision monitor was not displaying the live image. The fse identified that there was no output from the live video card on the ip pc. To resolve the issue, the fse replaced both the ip pc and the dp to cat6 converter. After reloading the software with a monitor connected to tp x-34, the live image was successfully restored. The defective components were returned for analysis. No failure was observed in the dvi or the ip pc during testing. After the replacements and software reload, the system was returned to service in good working condition. The codes were updated based on the investigation outcome.